Event description:
Medtronic received information that a severe paravalvular leak (pvl) was observed at the one month post-implant follow-up for this transcatheter bioprosthetic valve. A second valve of the same model and type was implanted valve-in-valve to improve the pvl status to mild. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, valve sizing or presence of pre-existing patient conditions. Post-implant occurrence and worsening of the pvl after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. A conclusive cause of the pvl could not be determined from the limited information provided. In this case, a second valve was successfully implanted valve-in-valve, which improved the pvl from severe to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).